Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that starting about 2 to 3.5 months prior to the report, the patient started having trouble with his stimulator. This was clarified to mean that it does not act like it used to and sometimes he feels like one side is doing better than the other. The battery dies very quickly, and he feels like he has been having to charge more often. The patient is still able to communicate with the implantable neurostimulator using the patient programmer and implantable neurostimulator recharger. The last time that the patient recharged the implantable neurostimulator was on the morning of the report. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they were supposed to meet with someone two months prior to have their device reset but was never able to. The patient stated that their device was still messing up. No further complications were reported or anticipated.